Manufacturer narrative:
Two healthcare workers experienced reactions. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00140 and2084725-2016-00242.

Manufacturer narrative:
(B)(4) throat irritation.

Event description:
An international customer reported an event of a "an odor of hydrogen peroxide or burned oil" emitting from the sterrad 100s sterilizer. An unknown number healthcare workers (hcws) experienced eye and throat irritations. It is unknown if any hcw received any medical attention/treatment and the status of the affected hcws is unknown. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. The catalytic converter retrofit kit was replaced to resolve the odor/smells issue and the fse confirmed the unit was returned to service after the repair. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is like due to the catalytic converter retrofit kit. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.